Manufacturer narrative:
This rv lead was not returned to boston scientific. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Subsequently, additional information was received that this patient called patient services because she received a medical identification card from boston scientific for her explanted products. There were no new allegations against this rv lead or associated device. It was again noted the patient fell down, went to the hospital where it was observed this rv lead was dislodged. There were no adverse patient effects reported.

Manufacturer narrative:
---

Event description:
Boston scientific received information that this patient called in regarding her pacemaker that was implanted from 2001 to 2005. She explained she received a letter regarding a class action lawsuit on the associated device. The device, however, was not affected by a product advisory. It was noted this patient received a new device and lead back in 2005 due to this right ventricular (rv) lead having become dislodged. There were no adverse patient effects reported.